Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It is reported that on (B)(6) 2013, during an ortho procedure, the quick coupling for k-wires attachment was running intermittently. Another device was used to complete the procedure with no delay, no further problem, and no harm to patient. This is 1 of 1 reports for this event.